Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0036932902. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include cerebral vascular accident (cva) (loss of vision) (imaging required). Risk review: a risk review was completed and confirmed that the event of cerebral vascular accident (cva) (loss of vision) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted with complete seal noted on intraprocedural transesophageal echocardiogram (tee). The patient was discharged on dual antiplatelet therapy (dapt). Less than 45 days following the index procedure, the patient presented with acute vision loss and was diagnosed with a stroke. The patient was evaluated by neurology. As part of further evaluation, a tee was scheduled to assess device-related thrombus (drt). The outcome is pending and the relationship to the closure device is unknown. It was further reported the tee that was performed post stroke event, was negative for thrombus. There was no leak found. In the physicians opinion, the source of the stroke is less likely related to closure device and/or laa.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.

Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted with complete seal noted on intraprocedural transesophageal echocardiogram (tee). The patient was discharged on dual antiplatelet therapy (dapt). Less than 45 days following the index procedure, the patient presented with acute vision loss and was diagnosed with a stroke. The patient was evaluated by neurology. As part of further evaluation, a tee was scheduled to assess device-related thrombus (drt). The outcome is pending and the relationship to the closure device is unknown.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown. B5: information added.

Event description:
It was reported that stroke occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted with complete seal noted on intraprocedural transesophageal echocardiogram (tee). The patient was discharged on dual antiplatelet therapy (dapt). Less than 45 days following the index procedure, the patient presented with acute vision loss and was diagnosed with a stroke. The patient was evaluated by neurology. As part of further evaluation, a tee was scheduled to assess device-related thrombus (drt). The outcome is pending and the relationship to the closure device is unknown. It was further reported the tee that was performed post stroke event, was negative for thrombus. There was no leak found. In the physicians opinion, the source of the stroke is less likely related to closure device and/or laa.